Manufacturer narrative:
Removed - anticipated but not begun; device had been evaluated.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm (alarm 1) occurred. Customer's blood glucose was 250 mg/dl. No damage was observed with the cartridge. Customer did not provide further information regarding this event. The next day, customer reverted to using manual injections.